Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (4). "Product unavailable for analysis."

Event description:
(B) (4) peripheral cutting balloon registry. Same patient as 2134265-2009-04148 and 2134265-2009-04149 it was reported that in (B) (6) 2004 the patient underwent treatment with the peripheral cutting balloon for one lesion, described as arteriovenous fistula (avf). The lesion was reported to be non-tortuous, non-calcified and was restenosis post pta. The lesion was described as 7mm in diameter, 15mm long with 95% stenosis before treatment. After treatment, stenosis was reported as 50% and the lesion morphology was concentric tight stenosis. First follow-up visit in (B) (6) 2004 the target lesion was patent. There were no adverse events, or interventions since the procedure recorded at this visit. During the second follow-up visit in (B) (6) 2004 a conventional angioplasty of the target lesion was performed due to restenosis. The third follow-up visit in (B) (6) 2005, although the target lesion was patent at this visit, a conventional angioplasty of the target lesion was performed in (B) (6) 2004 due to angiographic restenosis. During the fourth follow-up visit was in (B) (6) 2005, the target lesion was not patent. A conventional angioplasty and thrombolysis of the target lesion was performed in (B) (6) 2005 to treat an occlusion.